Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's implantable neurostimulator (ins) started feeling hot and was burning. The patient had severe intestinal pain on the front left area not far from the ins. It was noted that this was addressed with the patient's gastrointestinal doctor on (B)(6) 2015. They did x-rays but could not find anything. The patient was wondering if the ins could be causing this pain. It was noted that a manufacturer representative (rep) told the patient to leave stimulation on all the time and to not turn it off. The patient left stimulation on all week and after a week, on a sunday, he noticed the area where the ins was located was red, hot, sore, and was burning. The patient then turned the ins off for a couple of hours at night. The intestinal pain was still there and it did not go away even after turning the ins off. The patient asked if 3.0 volts for amplitude was okay and if the ins was ca using the pain. The patient was redirected to his health care provider. It was also noted that the patient was doing physical therapy before implant and continued after implant until a rep told him to give it six to eight weeks to heal. The intestinal pain and redness, burning, and heat at the ins site were noticed at least three weeks prior to (B)(6) 2015. The issue occurred during use. Additional information has been requested regarding the event outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported that the patient no longer had any issues since being trained over the phone on how to charge the stimulator.